Manufacturer narrative:
(B)(4).

Event description:
It was reported that competitive atrial pacing along with loss of ventricular capture were observed on the device. It was noted that the patient was jogging on a treadmill at the time of the event and experienced syncope. Programming changes were recommended. It was also noted that the patient has a history of retrograde conduction. Patient will be monitored. No further information.